Manufacturer narrative:
(B)(4). This lot was manufactured from december 2, 2014 ¿ december 5, 2014. Evaluation summary: the device was received for evaluation. During visual inspection a black particle measuring approximately 0.10 mm in size was observed floating in the fluid within the reservoir. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was found in the balloon of a half day infusor. This was noted before use. The device was filled with desferrioxamine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.